Event description:
Technician alleged head section went up by itself and it couldn't go down.

Manufacturer narrative:
Technician replaced defective left siderail outer control switch to resolve. No injuries reported.